Event description:
On (B) (6) 2009, the pt reported she noticed an air bubble in her insulin infusion set tubing after her lock became disconnected from her infusion device adapter. To troubleshoot, the pt was instructed to disconnect the tubing from her headset and prime the air bubble out, which she successfully did. She was then instructed to reconnect to her headset and put her device in run. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.